Event description:
The customer called to report server issues. They alleged that this was a problem with the raid controller. The issue was narrowed down to firmware failure and all firmware was updated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The field experience of extended charge time was verified via review of the printouts returned with the device. However, charge times were normal throughout testing in the laboratory. It is not known what caused the long charge time observed in the field.

Event description:
It was reported that the patient had received a vibratory alert for charge time limit being reached in 2009. Capacitor maintenance was performed but it timed out. The device was explanted.